Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009.according to the complainant, post-procedure, the patient experienced physical pain, sustained permanent injury and physical deformity.all other information, including the patient's current condition, is unknown and reportedly unavailable.